Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia or to the patient's skin irritation. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 23: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 11 / page 117: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported after wearing the pod longer than 48 hours on the left arm her daughter's site was painful, red, swollen, hard and stung like a bee during insulin delivery. She took her to the hospital and the doctor prescribed algifor (syrup form) for the site inflammation. She had a follow up appointment on saturday to see if the inflammation came down or not. The patient's blood glucose reached greater than 13.9 mmol/l (250 mg/dl). The mother gave a bolus to correct it. Hyperglycemia treated by patient activating new pod. The cannula appeared a bit bent when the device was removed.